Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were referenced in the article. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Additional pmas associated with this report are: (B)(4). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: cardiac MRI in patients with cardiac pacemakers: practical methods for reducing susceptibility artifacts and optimizing image quality. Acta radiologica,. 2016;57(2):178-87.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generator (ipg) systems and magnetic resonance imaging (mris). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients who experienced "artifacts." There was also one patient whose device experienced a "change in pacing rate after entering the MRI environment." The author suggests that this was due to the magnet mode activation. None of the patients reported any "unusual symptoms" during the mris. The status of the devices and leads is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.